Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered multiple shocks for rhythms that appeared atrial driven. It was noted that no anti-tachycardia pacing (ATP) was delivered, and the delivered shock therapy converted the rhythms. Additionally, high out of range shock impedances were recorded on the right ventricular (RV) channel. No additional adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.